Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficult placing the left ventricular (lv) lead due to the tortuosity of target branches. The lv lead was successfully placed in the middle cardiac vein where stimulation was present. The physician was able to program around the stimulation, however in the sensing vector and polarity that worked high impedance measurements of 1800 to 2000 ohms were reported. In the previous vector and polarity the impedance measurement was 900 ohms. Boston scientific technical services (ts) was consulted and discussed the impedance measurement range. The physician opted to leave the lv lead programmed to the chosen vector and polarity. At this time the lv lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects were reported.